Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported a bd¿ syringe with bd luer-lok¿ tip was found with foreign matter as ¿a small unidentified speck was found in the syringe¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Correction: date of event information updated from initial MDR. Correction date of (B)(6) 2017 has been updated.

Manufacturer narrative:
Investigation summary: a sample was provided with a small air bubble in the face of the syringe barrel near the tip. No related issues or defects found in DHR. No related quality notifications issued in this batch number. Investigation conclusion: vents on mold partially plugged with plastic gas discharge preventing/obstructing primary vent discharge or mold melt disk probes partially obstructed which creates a jetting effect in the plastic flow. In turn, this creates head and uneven flow through the gates and causes bubbles.